Event description:
It was reported that prior to use cardiosave intra aortic balloon pump(iabp), touch screen was not working. There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). Updated fields-b4, d9, e1(initial reporter, event site email), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the touch screen assembly to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.